Event description:
The mother of customer reported, the low glucose alarm failed to trigger with the freestyle libre 2 sensor. The customer felt bad and was shaking. And was treated with glucose by his father. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Data was extracted using approved software. And the sensor was in state 5 (indicating normal termination). Visual inspection was performed, on the returned sensor plug. And no failure modes were observed. The sensor was activated with a known good reader. And linearity test was performed. Both high and low glucose alarms successfully activated. No malfunction or product deficiency has been identified. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The mother of customer reported the low glucose alarm failed to trigger with the freestyle libre 2 sensor. The customer felt bad and was shaking, and was treated with glucose by his father. There was no report of death or permanent injury associated with this event.